Manufacturer narrative:
Upon review, this complaint was incorrectly reported for the presence of foam abatement particles. No visualization of particles was reported by the customer. The device was returned as part of recall instructions without any allegations.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to an authorized service center for evaluation. The device was visually inspected. The service center found evidence of dust and dirt contamination. The device passed all final testing. The device has been scrapped based on customer's request.